Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that after successfully delivering energy to the patient, the device powered off. They were able to manually power the device back on using the power button. This issue is patient related; however there was no adverse patient outcome reported. Physio-control attempted to contact the customer in order to obtain additional information about both the patient and the event, however the customer was unable to provide any further details.

Manufacturer narrative:
Physio-control provided the customer with a quote for repair. Physio has made multiple attempts to contact the customer regarding the status of their devices but has not been successful. It is unknown if the customer will be replacing the devices or returning them to physio-control for evaluation. The devices have not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that after successfully delivering energy to the patient, the device powered off. They were able to manually power the device back on using the power button. This issue is patient related; however there was no adverse patient outcome reported. Physio-control attempted to contact the customer in order to obtain additional information about both the patient and the event, however the customer was unable to provide any further details.